Event description:
As reported: "the tip broke off during fixation of the femoral head rotation and remained within the body. Its removal has been confirmed."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.